Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during the load process. Customer's blood glucose was 140 mg/dl. Reportedly, the customer loaded a new cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.